Event description:
As reported by the edwards field clinical specialist, immediately following balloon aortic valvuloplasty (bav) with a commercially available edwards bav catheter during a transaortic tavr procedure, the patient's blood pressure did not recover. Tee revealed a tear near the base of the left coronary leaflet, which result in a flail leaflet. Moderate to severe central aortic insufficiency (cai) was noted. The patient¿s blood pressure was supported by anesthesia while the delivery system was inserted. The non-commercially available sapien xt valve was implanted in a 50:50 position across the native aortic annulus, and the patient's blood pressure began to stabilize. Tee showed that the flail leaflet was pinned, but a portion of it was mobile and visibly moving above the sapien xt valve. An aortagram was performed and showed a patent left main. The flail native leaflet overhang was causing cai at times, depending on the motion of it and mild paravalvular leak (pvl). The medical team discussed implanting a second sapien xt valve to pin up the flail leaflet. However, imaging was reviewed and it was determined that placing a second valve more aortic would potentially pin the flail leaflet directly into the lm. The guidewire was removed and an aortagram was performed to assess the final amount of aortic regurgitation. On cine, it appeared the valve had moved and become canted within the annulus. The aortagram revealed moderate to severe pvl and echo confirmed the movement of the valve. The valve was re-crossed with the guidewire and a second sapien xt valve was positioned across the first sapien xt valve. The second sapien xt valve was inflated very slowly under rapid ventricular pacing (rvp). Once fully inflated, the valve was positioned approximately 1mm above the first valve. With the delivery balloon fully inflated, the surgeon gently pulled back on the delivery system and both valves moved aortic and landed coaxial within the annulus. Tee showed mild pvl and the flail leaflet appeared more secure. Aortagram was performed and confirmed that both valves were secure with mild pvl and a patent lm. The sheath was removed under rvp and the access site was closed. The patient left the operating room in stable condition and was discharged from the hospital five days later. The native aortic annular diameter was 20.9mm by tee. The native aortic valve was moderately calcified. The aortic root was not calcified. Per the implanting physician, because of the location of the tear and disruption of the anatomy of the left coronary leaflet, the first sapien xt valve was only being secured by two cusps and that is potentially why it became canted.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), valve regurgitation and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with balloon aortic valvuloplasty and the overall tavr procedure. In this case, the patient developed aortic regurgitation and a torn native leaflet following bav. Due to the flailed leaflet, the aortic regurgitation continued after the transcatheter heart valve (thv) was implanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.